Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 2.0 mmol/l with a loss of consciousness associated with an alleged dim/fading color spectrum. Reportedly, the patient remained on the pump and was treated by emergency medical services with glucose tablets/glucose gel and a glucagon injection. During troubleshooting with customer technical support, it was noted that the patient was unable to see the dose of insulin given due to a dim display screen. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged dim/fading color spectrum.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: the pump powered on to a dim display screen. The pump's display was replaced with a test display that was able to function normally. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.